Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(4).batch: 7073050.

Event description:
It was reported that the patient underwent an explant procedure due to infection. The explanted device was retained at the facility. No further information could be obtained despite good faith efforts.